Event description:
It was reported, leaking during routine care and flushing of the PICC, with swelling of the site and pain. The fluid was sodium chloride 0.9%, used for routine flushing of the PICC. Patient attended hospital for assessment. On removal fracture seen at 11 cm mark from PICC line. External length 7 cm. Fracture happened 4 cm inside the arm. No additional medical intervention or medication was required. PICC used for ivab. The PICC was removed, and the patient required a new PICC insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.